Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the device did not measure saturation hematocrit. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.